Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that defect-24251 was identified. The steps to reproduce are as follows: perform all necessary setup steps. Go to instrument setup screen. Select "navlock" and pair it with a driver. Place the "navlock" in the reference frame divot with a large angle. Wait a few seconds until the notification for failed verification appears. The expected results were that the following message would appear: "verification failed...incorrect angle to divot.....".¿distance to divot: xx.x mm, angle to divot: xx.x deg¿ should have been displayed on the "mdt" banner. The actual results were as follows: the message: "verification failed...too far from divot....." Was not displayed when the tool verification failed due to a high angle. Only the message: " verification failed... Distance to divot: xx.x mm, angle to divot: xx.x deg was displayed. There was no patient involvement.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1. H3, h6) analysis was performed for this event. In summary, a software defect was confirmed. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: information regarding the software version was provided. Software has been updated to the below. Product ID: kit0001955, software version: 5.1.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.